Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient had previously had pocket revision due to erosion. Patient later developed a hematoma and infection. The hematoma was evacuated and the device was explanted. No additional information is available at this time.